Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records indicated the device met pre-release specifications. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following information was provided to gore: the patient presented with cto in the right sfa/proximal popliteal. The physician gained access through the left groin and performed up and over approach with 6 fr, 45 cm long sheath. Additionally, the physician gained pedal access and established a through and through wire. He then pre-dilated the lesion with a 5mm balloon, stating the pre-dilation looked good. The doctor alleged he experienced difficulty deploying the gore® viabahn® endoprosthesis and used the 2nd access point (pedal) to balloon assist the expansion of the device to remove of the catheter. The doctor also reported that during the balloon inflate/pull process, the gore® viabahn® endoprosthesis moved into the iliac artery partially covering the hypogastric artery and the profunda artery. At the completion of the procedure, the physician confirmed flow into the internal iliac and the profunda. The patient is reported to be fine.